Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during clinical use that the cs300 intra-aortic balloon pump (iab) circuit experienced a leak message related to gas inflow. No harm was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: e1 (initial reporter, event site email).

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 investigation findings, investigation conclusions, type of investigation; h11. We have not received any repair requests from users at this time. No further information is available, complaint will be closed and in the event new information available, this record will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1(event site address), full initial reporter's name: (B)(6).